Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When inserting the end cap, the tip of the screwdriver was damaged and remain a broken tip behind in the body. Removed the destruction and complete the procedure.

Event description:
When inserting the end cap, the tip of the screwdriver was damaged and remain a broken tip behind in the body. Removed the destruction and complete the procedure.

Manufacturer narrative:
The reported event that spreading screwdriver, ball tip gamma3® 8 mm was alleged of a instruments broken or deformed screwdriver could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the labeling did not indicate any abnormalities. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. Device not returned.